Event description:
Reported by the customer as: pump continued to pump after formula was gone. Customer stated "pump is feeding air to pt." Pt injury? No.

Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to spec during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to spec. The disposable set used at the time of the failure was not returned with the pump and could not be evaluated. We are attempting to contact the customer/pt to obtain more info. If more customer/pt info becomes available, a follow up report may be submitted.